Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would turn off unexpectedly. Tandem technical support (cts) offered to troubleshoot the issue, however, the customer declined. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.